Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge jumped from 95% to 100% after being connected to a power source. There was no impact to the customer's blood glucose level. Review of pump data by tandem technical support showed that the pump battery depleted from 90% to 65% in less than one day. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.